Event description:
A physician reports a patient complained of a decrease in the quality of vision in her left eye over the past year. During a slit lamp exam, the surgeon observed what appeared to be "granules", in a uniform distribution, on the posterior surface of the intraocular lens. Both eyes have intraocular lens implants. The right eye is not affected. There are no plans for intervention at this time.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.